Event description:
Procedure: laparotomy. According to the reporter. The eea 28mm device was placed into the pt transanally and mated with the anvil without error. The instrument was fired and the stapler was removed to find that the stapler cut the tissue as expected but that no staples were deployed. The surgeon had to re-do the entire anastomosis with a pceea after repairing the tissue. There was no bleeding reported in excess of 250cc. There was unanticipated tissue loss. The incision was not extended by more than one inch. The case was delayed 2 hrs.

Manufacturer narrative:
(B)(4).